Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 229047 software analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the stylus would not calibrate and work properly, and therefore the display overlay/bezel assembly was replaced and calibrated. It was also noted that the fan was noisy and the power cord bay was broken. Both were replaced to resolve.

Event description:
It was reported that the programmer's stylus would not calibrate and that there was trouble using the stylus in the bottom right-hand corner of the display screen. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.